Event description:
Rptr had breast implants done in 4/76. She is now suffering with arthritis throughout her body; burning feeling in legs along with itching and redness at times. Swelling and also infection. She is taking pcn 2 times a day for infection. Dr can't seem to find where the infection is coming from. Has had 2 hip prosthesis and both have had to be removed. One side rejected the prosthesis. This problem started about one yr after breast implant. Her breast implants are hard.